Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed to resolve the issue, and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support.